Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the returned segment of the lead was analyzed. The returned segment of the lead was determined to be electrically continuous. No further testing was performed. The clinical observations were not able to be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead and associated implantable cardioverter defibrillator (ICD) displayed pace impedances of greater than 2000 ohms, noise and oversensing. The patient was seen for a revision procedure. After the pocket was opened, a lead tug test was performed which determined the lead to be secure in the header. The lead was then removed from the device header and tested via the pacing system analyzer (psa) and no impedance abnormality was noted. The lead and device were then explanted and replaced. The lead has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.